Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were corrected based on the available information at the time of the initial report submission: d4 "UDI number," e2 and e3 fields. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to the influence of the lamp lighting failure, ignitor, or power supply unit failure. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation is still in progress. Therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that olympus, that a xenon light source continues to go in and out. It was reported, that they have tried several scopes and the issue persists. It is too dark to see the endoscopic image. There was no patient injury or adverse event reported to olympus.